Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error. The customer complaint was confirmed and the root cause was determined to be a hardware component failure.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a hardware failure. At the time of contact, patient was advised to reset the device which was successful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.